Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Additional information: were there any unusual noises heard during firing? ¿no. Did the primary surgeon fire the device? If not who fired the device? ¿yes.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the clip ejected when the device was used on the left gastric artery. Another device was used to complete the case. There were no adverse consequences to the patient.